Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. There was no alleged device malfunction contributing to the irritation. Patient had bandage and ointment applied by a nurse. Follow up indicated that the skin irritation had improved.